Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter insertion was pulmonary embolism and extensive deep vein thrombosis of the left lower extremity. Per medical records, the filter was successfully deployed. The patient tolerated the procedure well and there were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form (ppf), the patient had blood clots, clotting, and/or occlusion of the ivc. Per the ppf, the filter was removed percutaneously six months and eighteen days post implantation. The patient also reports to suffer chronic venous insufficiency, bad blood flow to legs, pain in legs and vein damage. The patient reports to take medication for depression, although; no medication has been specified. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease device was not designed for retrieval. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Depression does not represent a device malfunction and may be related to underlying patient related issues. Chronic venous insufficiency, poor peripheral circulation and leg pain do not represent device malfunctions and may be related to underlying patient specific issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r0408258) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). This report is a follow up report to MFR number 9616099-2016-00378 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting, and/or occlusion of the ivc. Per the ppf the filter was removed percutaneously six months and eighteen days post implantation. The patient also reports to suffer chronic venous insufficiency, bad blood flow to legs, pain in legs and vein damage. The patient reports to take depression medicine although no medicine is specified. According to medical records, the filter was successfully deployed. The patient tolerated the procedure well and there were no reported complications.